Event description:
Two cypher sirolimus-eluting coronary stents were placed in 2003. Came home from hospital with a rash on face, which progressively worsened. In 2003, started with severe hives, itching, raw scalp w/open sores, raw/sores on eyebrows. Two mos later, entire mouth, lips and tongue became full of open sores with white patches. One month later, throat began to swell, creating difficulty breathing. Nearly impossible to eat or drink any substances. One month later, vagina burning with same white, raw patches observed. Eyes beginning to be affected (cloudy, burning sensation). Throat, sinuses, ears, skin very itchy. Hives noticeable. Mouth still raw. Doctors have not been able to diagnosis "causation" or been able to treat severe pain.